Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed by the user on the 25th may 2011 and performed to specification up to the 23rd february 2014. The pad-pak was removed on two occasions during this time, totalling over ten months with a pad-pak installed. The pad-pak was then removed for a further 18 months after 23rd february 2014. The device failed several self-tests due to a low battery on the 3rd september 2015. Investigation found the reported fault can be attributed to component failure causing a blown fuse on the returned pad-pak. The vented component was observed to be slightly vented. Investigation was unable to replicate or find any evidence of the reported fault switching on automatically however the device does record self-test fails due to a low battery. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.